Event description:
Report received from abbott international affiliate (abbott-canada) which states, "during hydration of a home patient receiving 2/3rd dextrose and 1/3rd water solution, it was reported that air was showing up in the tubing area between the filter and the patient's catheter connection. Treatments were interrupted to have filters changed. It was unknown if some doses were missed. Air was noted between the filter and IV access site. No adverse events as a result. Intervention required was to change filter by the nursing staff." The air was distal to the filter. Although additional information was requested, none was provided.